Event description:
It was reported by service report that the cot did not lock or raise properly due to bent height adjustment racks. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.